Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Mw5072683. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set line disconnected during chemotherapy. The tubing disconnected at the filter. There was a small chemo spill. There was no report of patient injury or medical intervention associated with this event. No additional information is available.